Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection revealed a fracture in the outer shaft located 1mm and 1.2 cm from the strain relief with the inner shaft stretched in between the fracture faces. There was no damage to the tip area. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the tip of the catheter was worn. The target lesion was located in the splenic artery. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the tip of the catheter was worn and rough. There was visible separation noted with the device. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the tip of the catheter was worn. The target lesion was located in the splenic artery. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the tip of the catheter was worn and rough. There was visible separation noted with the device. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.